Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b ipg, implanted: (B)(6) 2009; 4968-35 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during a routine generator change the chronic lead had possibly been damaged by cautery. The lead was removed and replaced. No patient complications have been reported as a result of this event.